Event description:
It was reported brady lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported brady lead was explanted due to an unknown product performance anomaly. A new lead was implanted. No additional adverse patient effects were reported. Additional information received which indicated that the lead was explanted due to insulation failure in the pocket and loss of capture was noted upon opening the pocket.